Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 350 mg/dl and correction boluses via the pump were delivered to address the bg level. The contact thought that the customer was not receiving the basal insulin delivery. A pump system check was performed and no device issues were identified. The contact declined tandem technical support's offer to follow-up to confirm the bg returned to target level.

Event description:
After troubleshooting with tandem technical support, the contact no longer felt that the high blood glucose was caused by the pump. Tandem clinical diabetes specialist met with the customer and reportedly, the customer was to use a different type of infusion set.